Event description:
It was reported that when using the bd pyxis¿ es server, tower door had failed. After the pyxis system was restarted, recovery attempts remained unsuccessful, and the tower door subsequently displayed a not detected on bus error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI), medical device model, medical device catalog and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the identifying a mismatch in the controlling system bus device key for tower doors 5 and 7. A technical support specialist (tss) remotely accessed the device and confirmed that the issue matched knowledge article hardware error - 1.7 and up - med es tower doors not responding after replacing hardware/drawer reset, identifying a mismatch in the controlling system bus device key for tower doors 5 and 7. The tss verified that the hotfix had not previously been applied, implemented the server side hotfix using the correct keys, and initiated a full device synchronization. After the sync completed, users were able to successfully recover the affected doors a perform inventory counts. Subsequently, the fse pushed forward package brought all drawers back online. The fse then tested the drawers in hardware test application (hta) and confirmed proper operation with the customer. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.